Event description:
A report was received stating a tracheostomy tube was "stiff and difficult to put it to the connector". Recannulation of the patient was not required. The tube was reported to have passed 'prior to use' testing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number to the referenced device was not provided therefore a review of the device&#39;s history is unable to be performed.